Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 19-dec-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. On (B)(6) 2020 the patient was contacted to clarify the status of her devices that were implanted in 2017. She stated that she was not sure, but it was gathered that her newest device system was implanted in (B)(6) 2017 and removed in (B)(6) 2017. She no longer had an active device system and only took medication orally. She had the device system removed because it was causing growths (granulomas) on her spinal cord. It was indicated that the patient¿s statement made it sound like it was a competitor¿s product that failed. No further complications have been reported as a result of this event.